Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating customer has received multiple occlusions alarms. Reportedly, the customer did not know if blood glucose levels were impacted.